Manufacturer narrative:
Findings: pump received with blank display, problem isolated to interface board. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating physical damage on the lcd window of their insulin pump. The customer's blood glucose level was 366 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.